Event description:
A customer contacted beckman coulter inc (bci) regarding the electrolyte injection cup (eic) was overflowing in the synchron cx5ce clinical chemistry analyzer. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and cleared out the obstruction in the eic cup, which resolved the issue.